Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial undersensing on the presenting electrogram (egm). Technical services (ts) reviewed the device data and noted that the atrial sensitivity was programmed to 0.2 mv with a measured p-wave amplitude of approximately 0.2 mv, that could potentially caused the undersensing. Additionally, high capture thresholds were noted on the non-boston scientific right atrial (ra) lead measured at approximately 4.0 v. Ts provided reprogramming options for atrial sensitivity. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.